Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, the sponge dmt tag shredded. The sponge was placed in the spinal area during a neuro procedure. The surgeon caught the sponge with the drill, which caused the tag to shred. The debris was removed from the surgical site. The procedure was completed successfully. No delay, adverse consequence, or medical intervention was reported.